Event description:
It was reported that the customer had air bubbles in the reservoir that were the size of champagne bubbles. Customer's blood glucose was 90 mg/dl. Customer stated that he only ever gets small bubbles and that he actually lives in (B)(6). Customer stated that he stored the insulin in the fridge and then took it out 24 hours before to get it to room temperature. Customer stated that the air bubbles are an ongoing issue. Customer was advised to let the reservoir stand with the transfer guard in place and to speak with the french team if the issue continues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.